Event description:
It was reported the patient experienced both a sudden loss of therapeutic effect and stimulation. The patient had started to leak in (B)(6) 2014 and since that time the stimulation felt like stinging sensation. An overstimulation sensation was also noted. The patient felt the stinging sensation ¿around the clock¿ and sometimes it would intensify and then go down. It was stated the patient saw their urologist during the first two weeks of (B)(6) 2015 and they had difficulty getting a reading on their device. Also, ¿something about the lead wire might be loose¿ was reportedly noted. The stimulation was turned off at that appointment. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# va0bab8, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).